Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: review of the pump history revealed a 1.0-unit bolus delivered on (B)(6) 2016 at 07:21; the insulin-on-board feature at that time was set to off. On (B)(6) 2016 at 07:37 the insulin-on-board feature was set to on and a 1.95-unit bolus delivery had been performed. On investigation, a 10 unit audio bolus and a 10 unit normal bolus were performed and recorded accurately in the bolus history, 20 units was correctly reflected on the insulin-on-board in the status screen. Investigation executed ez-carb boluses with blood glucose above, within and below target. The pump adjusted the calculated amount correctly. The insulin-on-board feature was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Sn: (B)(4).

Event description:
The reporter contacted animas on 09/08/2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 50 mg/dl with associated dizziness. The patient also reported feeling ¿hot.¿ the patient did not require the assistance of a third party and did not require any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s event was the result of the insulin-on-board amount not calculating correctly into the bolus total. Troubleshooting by animas customer technical support confirmed the insulin-on-board feature was turned on and confirmed the pump was subtracting the insulin-on-board amount correctly. The patient remained on insulin pump therapy. The pump was replaced to the patient due to patient insistence/lost confidence in product. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy as a result of an alleged pump malfunction.